Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the test results are inaccurate. The patient reported blood glucose results of "81 mg/dl" with a lifescan meter and unspecified result from a laboratory device, performed within 10 minutes of each other. The issue was not resolved with troubleshooting. There were no allegations of harm or injury.

Manufacturer narrative:
No product is expected to be returned.the 510(k)# is k082590.